Manufacturer narrative:
Initial reporter addr 1: (B)(6). Initial reporter facility name is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that during an infusion of insulin on an open heart surgery, the pump alarmed channel disconnect twice. About an hour later after the second channel disconnect, the rn went into the room and found that the channel was off. There was no alarm to warn the clinician. There was patient involvement but no patient harm.

Event description:
It was reported that during an infusion of insulin on an open heart surgery, the pump alarmed channel disconnect twice and the nurse reset the pump both times. At the time of the second alarm, it was noted that the nurse had bumped the pump and attributed that to the issue. About an hour later after the second channel disconnect, the rn went into the room and found that the channel was off. There was no alarm to warn the clinician. There was patient involvement but no patient harm.

Manufacturer narrative:
Correction: date of birth. Additional information: describe event or problem, imdrf annex a ,annex b, annex g codes & manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 04nov2008. The review was performed from the date of manufacture to the present date 13jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.